Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead was fractured, and during the initial implant the physician had cut the anchors. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the lead and anchors were explanted.